Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the operator intended to use a 7f exoseal vascular closure device (vcd) to close the puncture site. After following the required procedural steps, during withdrawal of the closure device, the indicator window did not change at all. Based on experience and judgment, the operator attempted to release the plug, but found that the plug deployment button could not be pressed, so the closure device was withdrawn from the body and manual compression was performed. There was no reported injury to the patient. This occurred after a carotid artery stenting (cas) procedure. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including the appropriate sheath insertion angle, with vessel diameter verified to be at least 5 mm and no calcium, plaque, stent, or significant stenosis at the puncture site. An 8f non-cordis sheath introducer was used. No resistance or excessive force occurred during advancement or insertion, and there was no difficulty connecting the sheath introducer to the device. The sheath introducer engaged with the indicator wire cowling and locked with an audible click, and pulsatile blood flow was observed. However, the indicator window did not change color during retraction, although the device remained securely locked with the sheath introducer. The device will be returned for evaluation.